Event description:
It was reported to st. Jude medical that during an implant the device would not communicate. Several attempts were made to convert the patient out of arrhythmia but none were successful, and the patient had to be externally rescued. After the patient was rescued, there were no markers and no sign that the patient had rhythm on the ventricular sense channel. A pc shock was initiated, and the device did not deliver the charge. There was no pop-up warning or communication message at any time during this session. The device was explanted and was returned for analysis.